Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate during pretest. The water was injected gently and the balloon usually can be inflated around 10 seconds.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing foley catheter. Visual inspection of the sample noted inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no issue or resistance. The catheter rested with no leaks noted. With the syringe attach the balloon deflated passively with no cuffing or leaks noted. Photo sample was returned and could not be evaluated for the reported failure. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to inflate during pretest. The water was injected gently, and the balloon usually can be inflated around 10 seconds.